Event description:
On 02/04/80 an aus device was implanted. On 10/29/84 the pump was removed and a complete device implanted. The old cuff and balloon were left in place. On 07/02/92 a pump, balloon and control assembly were removed. On 11/07/94 the pump and balloon were reimplanted. On a date not indicated the old cuff and balloon, and the pump that was implanted on 11/07/94 were removed due to erosion. Ams has requested additional information.